Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue replaced the compressor to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications, and the iabp was released to the customer and cleared for clinical service. The initial reporter named is a (B)(6) employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that a getinge field service engineer (fse) was performing repairs on the cardiosave intra-aortic balloon pump (iabp), and after replacing the motor control board, the compressor failed the compressor test and generated "electrical test failure #14" on startup. There was no patient involvement, and no adverse event was reported.